Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the mfg facility. A review of the history indicated on (B)(6) 2010 at 0956, pump was powered on, custom vial confirmed, and the history cleared. Between 0957 and 0959, the tubing was purged and the pump was programmed to deliver a 0.1 mg/ml drug concentration, instead of the customer's reported 0.2 mg/ml drug concentration, in the pca only mode, with a 0.1 mg pca dose, a 6 minute pt lockout, a 3 mg four hour dose limit and the door locked. Between 1001 and 0132, there were eighteen 0.1 mg pt initiated deliveries, 262 unmet pt demands, and a new date stamp of (B)(6) 2010. Between 0135 and 0142, the door was opened, a 1 mg loading dose end, a door open alarm, and the door locked. Between 0147 and 0148, there was 1 unmet pt and an empty syringe alarm. Between 0152 and 0215, the door was opened 3 times, locked 2 times, there was an empty syringe alarm, check vial alarm, check syringe alarm, check settings alarm, and device was powered off. A review of the history indicates that the pump delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the pump was programmed to deliver dilaudid 0.2 mg/ml in the pca only mode, with an unspecified pca dose, a 6 minute pt lockout, and a 3 mg four hour dose limit. The customer contact reported that after 4 hours, the pump display said, "pt received 2.8 mg; however, 6 mg vial was empty." The customer contact reported the pt's vital signs remained unchanged. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.